Event description:
Caller stated, the end user dropped, the rollator and the pivot link broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.